Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of damaged or defective, disconnection, fracture, and lead contact dislodged were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator experienced migration of the device. The battery was to be placed on the opposite side. During the procedure, the lead was stretched, damaged, fractured and disconnected while attempting to tunnel it back to the center to the other side. As a result, the lead could not fit in to the internal connection site. The lead was replaced and the neurostimulator was successfully placed on the left side. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced migration of the device. The battery was to be placed on the opposite side. During the procedure, the lead was stretched, damaged, fractured and disconnected while attempting to tunnel it back to the center to the other side. As a result, the lead could not fit in to the internal connection site. The lead was replaced and the neurostimulator was successfully placed on the left side. There were no patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.